Manufacturer narrative:
The complaint of retraction issues could not be confirmed from the representative 22ga insyte autoguard units that were received in sealed unit packages from lot: 4292354. No damage or defects were identified on the returned samples. A functional test showed that the needles fully retracted, and the retraction time was within specification. However, a trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The customer advised that the product has retraction issues while in use on patients.